Event description:
It was reported that during a lap low anterior resection, the staples were partially unformed when the device was used on the rectum at the second firing. When an anastomosis instrument was inserted, the event was noticed. Additional suture was performed before anastomosis and the case was completed without any problems. There were no adverse consequences to the patient. The doctor commented that the target tissue had been clamped properly without being piled up. However, the target site was super low. Although the used device was discarded, two unused devices which had the same lot number as the used one will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that device a was received sterile and in good visual condition, the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device b was received sterile and in good visual condition, the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.